Event description:
It was reported that prior to starting a da vinci-assisted prostatectomy surgical procedure, the instrument tip could not be closed or opened. A backup instrument was used. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint "the instrument tip mouth cannot be opened or closed." Failure analysis found the primary failure of stuck grip tips to be related to the customer reported complaint. The instrument was found to have stuck grip tips. The input disks were manually articulated and the grips failed to open, close, and move in the pitch orientations. This failure is most commonly caused by mishandling or misuse, such as improper cleaning. Root cause of stuck grip tips is attributed to user mishandling.